Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("volley ball sized cyst") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy to remove the essure implant). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, ovarian cyst and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2004 and now is (B)(6) 2006. Diagnostic results: essure confirmation test(s) conducted - yes, test results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: lower abdominal pain, ovarian cyst. Event outcome of lower abdominal pain updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Essure confirmation test(s) conducted - yes, test results: total bilateral occlusion. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("volley ball sized cyst/ large cystic left ovarian mass"), abdominal pain lower ("lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown and the ovarian cyst and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, ovarian cyst and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was ??-???-2004 and now is (B)(6) 2006. She is status-post essure tubal ligation on (B)(6) 2006. Both the essure devices were inspected and noted to be in place. Patient received treatment for events -ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet -new event dysmenorrhea (cramping) were added. Outcome of ovarian cyst updated to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.